Event description:
A customer reported that the cartridge was not fitting properly on the pump. There was no adverse impact to the customer's blood glucose level. The customer was advised to remove the case from the pump, clean the pneumatic tap area, and remove an o-ring on the tap. Following these steps, the customer was able to reload the cartridge successfully and resumed insulin deliveries.